Manufacturer narrative:
The device was returned to olympus for inspection, and the reported b30 error failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: scope communication error (e226) and no image displayed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is presumed the most probable cause of the scope communication error (e226) and the absence of an image found during device evaluation was due to corrosion on the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was reported that the colonovideoscope displayed scope communication error (b30). The event occurred during reprocessing. There were no reports of patient involvement.